Event description:
Wrong type of patella shipped to surgery. Case proceeded w/o incident.

Manufacturer narrative:
Wrong type of patella shipped to surgery. Surgeon proceeded using an of-the-shelf patella to complete the surgery. Case proceeded w/o incident. Shipping records confirm that the wrong patella was shipped.